Event description:
Event description cpi received information that the patient with this implantable cardioverter defibrillator (ICD) presented to the hospital after receiving a shock, followed by high pitched tones. Interrogation of the ICD revealed a message indicating a possible device malfunction had occurred.